Manufacturer narrative:
Probable allergic reaction to the hema in the desensitizer.

Event description:
The patient called in and said on her 12th day of whitening, which was (B)(6) 2017, her lips were swollen. Informed the patient to discontinue use of the kör desensitizer permanently, and that she can see her general practitioner to help with any symptoms. On (B)(6) 2017 dr. (B)(6) spoke in depth with the patient about the potential hema allergy and once more advised the patient to discontinue use of the kor desensitizer permanently. Followed up with patient on 4-11-2017, she reported that her swelling has subsided, and she has had no further issues since returning to normal. It was not clear if she would be doing any further take home whitening, though I did advise her to thoroughly rinse/clean out her whitening trays with water and soap if she does decide to whiten at night again.